Event description:
It was reported that the wake button was difficult to press and required multiple presses. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump.